Event description:
During a case, the user was in manual mode and ventilating the pt. The user made an adjustment to the apl valve and the valve came apart. The user switched into an automatic ventilation mode to ventilate the pt. A replacement apl valve was installed. Upon replacing the apl valve, the user was able to manually ventilate the pt and completed the case using the device. No pt injury.